Event description:
It was reported that the user¿s dexcom g7 failed to pair with the ilet, resulting in the ilet displaying a prompt to connect a cgm or enter a blood glucose value, and the user experienced hyperglycemia with a reported blood glucose of 525 mg/dl; nursing staff planned a manual insulin injection and the user was advised to disconnect the ilet for two hours. Symptoms included hyperglycemia. Outcomes included temporary medical intervention by nursing staff with a manual insulin dose. Investigation included guided troubleshooting to switch g6/g7 settings, reenter the pairing code, and allow the sensor pairing window, as well as assessment for potential sensor lot issues and replacement from pharmacy stock. Investigation of this case revealed a cgm pairing failure that prevented automated glucose control, with contributing factors possibly related to sensor setup or sensor batch, while the ilet alarmed to prompt cgm connection or bg entry. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity issues with the cgm rather than a confirmed ilet hardware failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.